Event description:
It was reported that the device alarmed indicating an occlusion. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from technical support, and no additional information regarding the outcome of the event was received.